Event description:
It was reported that low right ventricular sensing and high rv thresholds were observed. Patient was asymptomatic. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.